Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image flickered and disappeared on the monitor screen. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The reported glidescope video baton 3-4 was returned to verathon for evaluation, along with the glidescope video monitor (gvm) used in the reported procedure. A verathon technical service representative evaluated the returned devices and confirmed the reported issue. When connecting the reported video baton to a known, good, test glidescope video monitor, the image on the test monitor was reported as "broken" and would occasionally produce artifacts. Upon visual inspection of the video baton, the verathon technical service representative identified damage to the video baton's cable. The camera image quality test was performed and failed for the reported video baton. The verathon technical service representative next evaluated the returned glidescope video monitor by connecting the device to a known, good, test glidescope video baton 3-4. They confirmed the glidescope video monitor's image on its display was normal; no issues were found. The reported image issue was isolated to just the glidescope video baton 3-4. Upon completion of the evaluation the customer's video monitor was provided additional servicing per customer approval, and they were also notified of the image issue found to their glidescope video baton 3-4, with the recommendation to replace the video baton due to there being no repairs available for this device. The customer's glidescope video monitor was serviced and returned, along with their glidescope video baton 3-4, which was returned "as-is" per their request. At this time corrective action is not required. Verathon will continue to monitor for trends.